Event description:
Customer reported an altitude alarm declared by the pump, causing their blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed as "high." Customer corrected high blood glucose with a bolus via the pump and did not require third-party assistance. Initially, insulin delivery was suspended, but after cleaning the speaker holes and reconnecting the cartridge, normal pump operation resumed and customer acknowledged tips to prevent future altitude alarms.